Event description:
It was reported that the patient presented in clinic due to symptoms of dizziness. A device interrogation was performed and revealed the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition and low heart rate. It was suspected that the rv lead was fractured. Additional information was not provided.